Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed.

Event description:
It was reported that bd angiocath leaked at the catheter junction. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2023, patient underwent femoral head surface replacement in the operating room of our hospital. After the anesthesiologist placed the patient's tube, he found that the patient's indwelling needle had an obvious hematoma in the patient's body near the end of the needle. The anesthesiologist withdrew the needle and replaced it with a new one, which was then used normally without any adverse effects. The anesthesiologist examined the defective device postoperatively, and when he administered the fluid to the defective device, he found that the fluid was spilling out of the back of the needle, which meant that there was a break in the needle near the end of the indwelling needle, but the device was too small to be photographed clearly. The situation was so urgent during the procedure that the physician did not take a picture of the patient at the time of the adverse event. (There is nothing wrong with the attached picture, the syringe is for testing the leakage of the indwelling needle, the blue connector and the front hose are the part of the indwelling needle).

Manufacturer narrative:
A device history record review was completed for provided material number 381123 and lot number 2027018. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, four (4) pictures were provided for evaluation by our quality team. Through examination of the pictures, a leak was observed; however, the exact location of the leak could not be determined. At this time, an exact cause could not be determined for this incident. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.